Event description:
Imed pump vs user error. Pump delivered heparin too fast to pt. Nurse states she set pump at 35cc/hr. 1.5 hrs later, pump alarmed infusion was complete. No harm to the pt. Concentration was 12,500 u heparin/250ccns.